Event description:
It was reported that an ilet user experienced elevated blood glucose after changing infusion supplies following a change insulin set alert, observed insulin leakage from the cartridge, and acknowledged connecting the tubing to the cartridge outside of the pump; multiple cartridge leaks were reported, and the device component involved was the cannula/infusion set. Symptoms included hyperglycemia reaching 401 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem consistent with an incorrectly attached infusion set connector. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.